Event description:
During a transapical procedure with a 23mm sapien valve, the user forgot to retract the pusher, thus leading to partial inflation of the balloon and incomplete deployment of the valve. The valve landed 60:40 aortic/ventricular; and the patient was placed on cardiopulmonary bypass; post dilation was performed with a 23 x 6 z-med balloon. The decision was made to deploy a second valve to resolve wide open central aortic insufficiency (cai). The second valve was deployed and landed 50:50 a/v and mild pvl was noted. The apex was closed and the patient was stable. As reported, the patient's annulus was oblong shaped and the enormous amount of calcium on the patient's native valve helped the valve to seat in the annulus even though the valve was not fully deployed. The native aortic annular diameter measured 390mm2 by CT scan. The native valve was severely (bulky) calcified and the aortic root was moderately calcified. The coaxial alignment of the valve and delivery system, and the image intensifier angle was good.

Manufacturer narrative:
Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the initial incomplete deployment resulted from use error (forgetting to retract the pusher before inflation). The central ai appears to have resulted from post dilation. Per the sapien training manual, post dilation of the valve should be done with the delivery system balloon. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/ conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.